Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without tip protector, in a bag, for the report. The sample was visually inspected and found to be nonconforming with the needle stiffener missing from the probe. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint sample was received without needle and stiffener which could potentially indicate that sleeve of probe slip off. How and when the needle and a stiffener became missing cannot be determined from this evaluation. Therefore an exact root cause cannot be determined. The exact root cause for the missing needle stiffener cannot be determined from this evaluation, therefore no specific action was taken by the manufacturing site. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the sleeve reinforcement of the vitrectomy probe slipped off whilst inside the eye during vitrectomy surgery and was half off by the time the surgeon took the dislodged part out of the right eye. The procedure was completed after replacing the faulty vitrectomy probe. There was no medical intervention. There was patient involvement but patient symptoms resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).